Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was in the 350's mg/dl and an insulin injection was administered to address the bg level. The customer change the supplies multiple times. The customer thought that the occlusion may be site related. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.